Manufacturer narrative:
A review of tickets determined that there is a trend in complaint activity for lot number 92425li00 regarding false reactive patient results. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 92421li00 and all control values met specifications and no false reactive results were obtained. The obtained results are also applicable for reagent lot 92425li00 since it was manufactured using the same bulk material as reagent lot 92421li00. Historical performance of the architect havab igg assay was evaluated using world wide data from abbottlink. The median and the standard deviations to cutoff of the negative population was within 2 sd of the overall median and the mean standard deviations to cutoff across all lot numbers. This indicates that the lot number is performing in line with all other reagent lots in the field during the reviewed timeframe (12 months). A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect havab igg, lot 92425li00.

Event description:
The customer received product recall letter fa28sep2018 revision 01 regarding architect havab-igg and continues to retest patients. The results provided were: with lot 87317li00 initial havab igg = (B)(6)/ repeated with lot 92425li00 = (B)(6). The customer sent the sample for testing on the vidas analyzer with total hav assay= (B)(6) and they are unable to test for havab igg. There was no reported impact to patient management.